Event description:
The following has been reported by customer: "patient was anaesthetised on tiva using agilia tiva pump using the adult propofol schneider model. During syringe swap an error code came up on the screen" displacement potentiometer" and I was unable to continue using this pump, despite multiple attempts at replacing the syringe. All previous data on infusion was lost and require to resume tiva using a completely different pump. Fortunately patient was young and healthy and no complications ensued with restarting a new algorithm on a different pump. No patient harm, however there was potential for overdosing or underdosing a patient using a new pump." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and one error ID 21 potentiometer displacement error was found on 14 march 2025. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, according to provided information, the device has been calibrated. Quality control and est tests have been completed and were compliant. For this complaint, based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably link to a bad device calibration (not returned). The error reported by the customer was confirmed in the device logs provided so the complaint is valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.